Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single) during prep could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip xtw device referenced in b5 is/are filed under separate medwatch report number.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of a mitraclip ntw (30427r1008), a single gripper was not dropping. Troubleshooting was performed but was not successful. Therefore, the clip was not used and was replaced. A mitraclip xtw (30801a1034) was then inserted and advanced to the mitral valve. However, during a grasping attempt, it was observed that a gripper was not raising. Trouble shooting was performed but was not successful. It was observed that the gripper line broke. Therefore, the clip was removed and replaced. The procedure was completed with two clips implanted. The mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.